Event description:
The technician stated the ground resistance on the bed is out of normal range.

Manufacturer narrative:
The biomed found the ground wire and screw was loose on the power cord going to the electronics pan. He tightened the ground wire to repair the bed.